Manufacturer narrative:
D4 - UDI number for this product code is not required. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found no anomalies. Two lure locks on the venous inlet port were confirmed be in the normal state and not loose. The actual device was built into a circuit with tubes and colored saline solution was circulated in it. No leak was confirmed at the joint between the reservoir lid and the tubes placed in the venous filter. The venous line tube was then clamped. The reported phenomenon that the segment of the tube between the clamp and the venous blood inlet port became empty was not duplicated. The lid and the mesh material of the venous filter component was removed. No anomalies, including dislodgment of the tubes and breakage on the components were found. A review of the device history record from the reported product code/lot number combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lo number combination. There is no evidence that this event was related to a device defect or malfunction. The reported phenomenon could not being duplicated, the customer's complaint was not confirmed. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported leakage in the capiox device during a procedure. Follow up communication with the user facility confirmed the following information: soon after the initiation of the extracorporeal circulation, even with the occluder attached to the venous circuit line being closed, the segment of the tube between the location of the occlude and the venous blood inlet port became empty; the customer checked all the ports on the reservoir for any looseness but did not find any anomalies; with no blood leak the procedure was continued; the actual device was not changed out; the procedure was completed.